Event description:
From clinical trial study organizer: it was reported that the device was implanted in patient (B)(6) 2013 for administration of clinical trial drug for treatment of metachromatic leukodystrophy. It was reported that the device was replaced (B)(6) 2014 due to "medical device complication". No further adverse effects to patient following replacement of the device were reported. Additional information has been requested with no response received at this time.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.